Manufacturer narrative:
Patient age now provided. Patient sex now provided. A medtronic representative, following up with the site, reported that the procedure was a l3-l4 transforaminal lumbar interbody fusion (tlif).

Manufacturer narrative:
After the procedure, a site biomed representative troubleshot the navigation system. The rep was successfully able to replicate the issue. He also noticed that the system automatically restarted itself once the camera was showing disconnected. After restarting when he tried to manually restart the system, the following message was displayed "exiting¿ automatic shutdown of power supply failed. Press and hold the power switch for 7 seconds." The rep replaced the camera cable. This did not solve the issue. Next he replaced the camera and installed the camera firmware. This did not resolve issue. He then reinstalled the spine software but the problem still occurred. Original camera and camera cable were re-installed. A medtronic rep assisting contacted technical services (ts) requesting for their advice on this issue. A ts rep responded with suggesting an issue with the I/o hub. He provided steps to troubleshoot the I/o hub. This was forwarded on to the biomed rep. The biomed engineer visited site to try above steps. As advised by ts, the biomed observed that the mdt422 was not listed in usbview. On performing reconnections of multiple cables, mdt422 showed up in the list. He continued to test the system and software performance and observed that the camera was stable for about 2 hours after which same issue occurred. They have placed an order for an I/o hub, system control unit (scu) and camera just to be sure. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the camera tracking sensitive during a procedure. It would be navigating smoothly and then the camera would suddenly stop tracking. On re-adjusting the camera it would track again. There was no significant delay in surgery and navigation was used to complete the procedure. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the I/o hub which then rectified the reported issue. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Investigation of returned suspect I/o hub finds that the reported problem could not be duplicated. I/o hub was connected to a test system for an overnight burn-in test. The system remained functional during testing. All ports functioned fine without failure. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.